Event description:
There was an allegation of questionable elecsys folate iii results for 3 patient samples on a cobas e 601 module. Sample 1: the initial result was 1.16 ng/ml and the repeated result was 4.41 ng/ml. Sample 2: the initial result was 1.66 ng/ml and the repeated result was 2.69 ng/ml. Sample 3: the initial result was 1.63 ng/ml and the repeated result was 3.30 ng/ml. The repeated results were obtained on another module. The questionable results were not reported outside the laboratory. The samples were repeated because the customer questioned the initial, low results.

Manufacturer narrative:
The analyzer's serial number is (B)(6). A new reagent pack was added and the problem appeared to be resolved. The investigation is ongoing.

Manufacturer narrative:
The calibration and qc were acceptable. Due to the lack of information provided, a clear root cause could not be determined. The investigation did not identify a product problem.